Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified shunt in a vessel in the left hand. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, immediately during inflation within nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.